Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (B)(4), alleging that his onetouch verio iq meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation as well as additional information obtained when the csr contacted the patient for follow up. The patient reported that the alleged inaccuracy began on (B)(6) 2019 at 6pm. The patient reported obtaining an alleged inaccurate high blood glucose reading of ¿181 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient informed the csr that he manages his diabetes with 2-6 units of novorapid, 13 units of tresiba and an unknown oral medication and reported that he took 6 units of his novorapid and had a meal in response to the alleged high reading obtained. The patient then claimed to obtain another alleged high result of ¿327 mg/dl¿ with the subject meter at 8pm and reported taking an unspecified dose of his novorapid in response to this reading. The patient then reported that he tested his blood glucose again at 8:35pm and obtained another alleged high reading of ¿440 mg/dl¿ and after this claimed to take another novorapid insulin shot (dose unspecified). The patient then claimed that he got another alleged high reading of ¿556 mg/dl¿ at 9:15pm. The patient reported that his usual blood glucose range was between ¿150-180 mg/dl¿. The patient claimed that at the time of contacting lfs he had developed a symptom of a ¿little palpitation¿. There was no report of any treatment or medical intervention received as a result of the alleged inaccuracy issue with the subject meter. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. A replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.